Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular undersensing. Follow up with the company representative indicated that no changes were made and the lead remains in use. No patient complications have been reported as a result of this event.